Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not boot. The hard drive was reconfigured, reloaded and the software was updated to resolve. (B)(4).

Event description:
It was reported that the programmer would not boot. The programmer was returned for repair. There was no patient involvement.